Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after doing so, the malfunction code did not recur. The customer was informed to continue using the pump and to report any recurring malfunctions.